Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "white floccules" were observed in the pressure pod of a prismaflex m100 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h11. H11: the actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed a white precipitate inside the access post pump pressure pod. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The origin and identity of the precipitate was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.